Manufacturer narrative:
Pump was received with frozen display and constant tone. Problem isolated to mb. Unable to communicate with blood glucose meter or verify for low battery alarm or low reservoir alarm due to frozen display. Unit had cracked battery tube threads and cracked reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump shut down unexpectedly and there is a constant buzz coming from the pump as well as a low battery and low reservoir alarms. Customer indicated that a new battery did not solve the problem. Customer's blood glucose was 199 mg/dl at the time of incident. Troubleshooting was done for tone but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.